Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 2 syringes of juvéderm voluma® xc, 1 syringe juvéderm® ultra plus xc and 1 syringe juvéderm volbella® xc. Three months later, botox® was administered and two months later, patient was injected with juvéderm volbella® xc into the lips. The next month, granuloma was noted on the left cheek. No report of biopsy to confirm. Patient was treated with 50 units of hylenex. Approximately two and a half weeks later, patient was treated with 50 units of hylenex due to lump left side submalar. The following month, patient was injected with juvéderm volbella® xc in the lips and juvéderm® ultra plus. Approximately three and a half months later, nodule on left cheek was noted and was treated with 50 units of hylenex. About a week later, patient had nodule on the lips. Doxy and a medrol dose pack were prescribed. This record represents the same event and same patient addressed in the following: MDR ID# 3005113652-2021-00048 (allergan complaint # (B)(4)). MDR ID# 3005113652-2021-00050 (allergan complaint # (B)(4)). MDR ID# 3005113652-2021-00051 (allergan complaint # (B)(4)). MDR ID# 3005113652-2021-00052 (allergan complaint # (B)(4)). MDR ID# 3005113652-2021-00053 (allergan complaint # (B)(4)). This record captures the injection of juvéderm® ultra plus xc.